Manufacturer narrative:
On 18-oct-2023, the product investigation was completed as the device was not returned for analysis. A manufacturing record evaluation was performed for the finished device 31095319l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient's blood pressure dropped down after septal ablation. After intubation, vital signs stabilized with pericardial drainage and medication. Magnetic distortion did not disappear. The issue occurred after one hour of catheter usage. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 8ml/mim. Extended hospitalization occurred as a result of the adverse event. The physician did not determine if there was a causal relationship with the product. There were no abnormalities observed prior to and during use of the product. Ultimately, the patient was intubated and received pericardial drainage and medication. Bloody pericardial fluid was aspirated continuously. The medical team attempted to shorten the activated clotting time (act) by administering protamine. Also, mean atrial pressure (map) and fresh frozen plasma (ffp) transfusions were performed. The patient returned to the room after vital signs became stabilized. Open chest surgery was considered, but the patient condition progressed well after conducting pericardial drainage only. The patient has discharged from the hospital with no problems on (B)(6) 2023. The patient fully recovered. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.